Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomedical engineer (biomed), and confirmed that the monitor screen was freezing on and off, leading to a loss of on display data. This would last for minutes at a time. The biomed did indicate there were no errors being reported by the monitor. The biomed stated the unit would work at times, but then black out but still display data that is current and updating vitals from patients so parameter data was being confirmed as updating but not available on the main monitor display. The biomed was informed to replace the display, cable between display and main board. Based on the information available and the testing conducted, the cause of the reported problem were component failures. The reported problem was confirmed. The customer ordered a replacement display, cable, and main board to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellivue mx550 patient monitor indicating that the screen was freezing on and off. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.